Event description:
The customer reported being in the emergency room with diabetes and high blood glucose. The blood glucose reading at time of call was 285mg/dl. Troubleshooting was performed. The customer mentioned getting no delivery alarms during the manual prime process. The customer stated that her legs were swollen and red, and her blood glucose has not been high before. The customer has neuropathy, and she is taken gabapentin medication. The caller stated that she was wearing the insulin pump and when they took off the device her blood glucose increased. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.